Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Pump did not pass self test due to error 63 (variable 3) occurring on dec 05, 2023 at 10:42. Successfully downloaded history files, and traces using thus. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No change sensor messages noted during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, serial number label missing, detached retainer, missing o-ring (reservoir tube), broken reservoir tube lip and scratched case. Customer alleged loss of connection with transmitter was not confirmed. Cosmetic damage was confirmed at the battery side. Retainer ring damage confirmed. Reservoir unable to lock into place confirmed. Unable to confirm auto mode repeated bg request. Pump error 63 (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated there was a loss of communication between the pump and the transmitter. Troubleshooting was performed and no harm requiring medical intervention was reported. The insulin pump was returned for analysis.